Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set cracked which resulted in fluid leakage. This occurred during use of peritoneal dialysis therapy. The transfer set was used for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the light blue main body was cracked/broken and the occluder feet were broken. Functional testing including leak testing, clear passage testing, and clamp function testing were performed, and it was noted that a leak was observed through the set with the twist clamp engaged. The occlude feet were broken and the main body was broken into several pieces. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.